Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge the ipg for an extended period of time. In turn, the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced, therapy was restored post-op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.